Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
The device was never returned to depuy synthes power tools. Ref: (B)(4).

Event description:
Report received from the USA stating the device was making a "loud noise". The device was being used during a knee surgery. No pt or user injuries were reported. There was no additional information provided.